Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported clinical events of patient injury and disconnection were determined to be due to device implantation of an artificial urinary sphincter. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that post-implantation of an artificial urinary sphincter, a small lesion of the urethra at the level of the cuff was found that appeared to be caused by incorrect preparation during its placement. The cuff was explanted, and the pump and balloon remained implanted with ligation of the connecting tube. During the surgery, the physician intended to reposition only the cuff but in reaching the cut connection, it was found that the tube was insufficiently ligated with the subsequent presence of blood in the bulb of the pump. Itt was decided to replace the pump. The 61-70 balloon was emptied and refilled. All components were connected to complete the procedure. No further patient complications were reported.